Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) 2015 stating that their implantable neurostimulator (ins) battery was depleting very fast. They used adaptive stimulation, and most programs were set at a rate of about 5.02. They would see all 8 coupling boxes, which to them would indicate the ins was fully charged, then it would drop to empty in about 1.5 days. The patient was told that when they had all 8 coupling boxes, the ins was fully charged. The differences between recharge coupling and ins charge level were discussed. The patient alleged charging too often and for too long. Attempting a recharge session yielded a poor coupling screen. Repositioning the antenna did not resolve the issue, and they had 0 coupling boxes after doing so. Communication with the ins was possible using another external device. An antenna locate (al) feature was conducted and resolved the issue, and the following recharge session showed all 8 coupling boxes. The ins was then charging the first quartile, and the patient was going to continue to charge prior to their doctor appointment. Additional information was received from the patient on march 28th 2016 stating that they were still charging too frequently and they were having the ins replaced because there had always been a problem with the battery. The battery did not hold a charge. They stated that they would charge on wednesday, and it would be down a quarter on thursday when they didn't even have it turned on. They didn't want a rechargeable battery to begin with, so they thought the replacement would be a prime cell device. The patient did not clearly answer whether they were using high definition programming, but noted that they had been told about a way to have stimulation set so that they did not feel it. The issue of the ins not holding a charge had occurred since implant on (B)(6) 2014, and there were no related patient symptoms reported. The indication for use was non-malignant pain.

Manufacturer narrative:
Corrected to reflect the product issue and intended replacement surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated there was a charging problem. The patient would put the pad on the belt lined up to where all black boxes were filled and the patient would sit on it for 2 days and the wall charger would go empty and the charger inside of the patient would be only 3 quarters charged and the charge would last approximately 1 day and the patient would need to sit on the charger for 2 days again. The problem was the system inside didn&#38176;charge right and was more of a pain than it was worth using.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.